Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st w/ echo device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the device. During surgery it was noted, ¿exposed mesh under the skin and purulent material.¿ regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent umbilical hernia repair. A bard/davol ventralight st w/ echo was implanted in patient during this repair. On (B)(6) 2015: the patient underwent removal of the failed ventralight st w/ echo. During the procedure the physician noted ¿exposed mesh under the skin and purulent material.¿ the attorney alleges the mesh implanted in patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent umbilical hernia repair. A bard/davol ventralight st w/ echo was implanted in patient during this repair. (B)(6) 2015: the patient underwent removal of the failed ventralight st w/ echo. During the procedure the physician noted ¿exposed mesh under the skin and purulent material.¿ the attorney alleges the mesh implanted in patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated umbilical hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps. Per operative notes, ¿noted a incarcerated hernia sac with large bit of omentum and was excised. A ventralight st mesh was then placed using echo ps and tacked in the umbilicus circumferentially.¿ (B)(6) 2015 - patient visited hospital for abdominal pain. (B)(6) 2015 - patient was diagnosed with open draining abdominal wound as well as infected mesh thereby underwent repair with removal of mesh. Per operative notes, ¿found exposed mesh under the skin and purulent material. The mesh was explanted and cavity was irrigated.¿ attorney alleged that the patient had abscess, fistulae, pain & suffering, infection and emotional injury. Also alleged that the patient required home health care for over 3 months while the wound from infected mesh healed, suffered psychological injury and undergoing therapy, continues to suffer chronic pain and scarring, may require additional surgery in future to repair recurrent hernia.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st w/ echo device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the device. During surgery it was noted, ¿exposed mesh under the skin and purulent material.¿ regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about a month post implant of ventralight st mesh using echo ps, patient was diagnosed infection, purulent discharge, abdominal pain and necrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection and pain as possible complications. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), g1, g3, g6, h2, h6, h10, h11. Updated field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.